Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results: bd received sample and photo from the customer facility for investigation in support of this complaint. The sample and photo were evaluated and the customers¿ indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Root cause - metal burr on the chute bin joint portion have dragged on parts and create the loose foreign matter from the IV shield. Preventive action was finished 1/31/2016, after this batch was created.

Event description:
It was reported that the needle from a bd vacutainer® flashback blood collection needle, 21gx1", with a green shield, had white colored foreign matter on it prior to use. No serious injury, blood to mucous membrane exposure or medical intervention was reported.